Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during maintenance bacteria counts were found in a 3t heater-cooler system. It was found that the hose between the tank and the drain cock had significant biofilm formation. During the maintenance the side panel had not been opened so this was not visible. There was no patient involvement. A sorin group service technician was dispatched to the facility to inspect the sorin heater-cooler system 3t. A visual inspection of the outer and inner parts of the device revealed traces of residuals and biofilm in several locations including the internal tubings. All internal tubings were replaced, and the cardio and patient bridges and tanks were cleaned. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. The facility has performed a full cleaning and disinfection cycle on this unit. As corrective action, (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Evaluated on-site by sorin rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during maintenance bacteria counts were found in a 3t heater-cooler system. It was found that the hose between the tank and the drain cock had significant biofilm formation. Through this inspection, the presence of bacteria was confirmed so the side panel was not removed as no additional confirmation was necessary a review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices.

Event description:
Sorin group (B)(4) received a report that during maintenance, bacteria counts were found in a 3t heater-cooler system. It was found that the hose between the tank and the drain cock had significant biofilm formation. During the maintenance, the side panel had not been opened so this was not visible. There was no patient involvement.